Event description:
The MFR received info alleging that a ventilator displayed a service required message. The device was not in pt use and this was reported as an out of box failure. The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. During the eval of the device at the service center, an error code was found in the ventilator's downloaded error log. The error indicates that a potential loss of power with no audible alarm could occur. The ventilator's system board was replaced to correct the problem. This type of malfunction could potentially result in a loss of a safety control.